Event description:
(B)(6) - the consumer stated that while seating in the 65650 rollator, the seat cracked in half, although she is within the weight specifications indicated in the product's IFU. She had the unit since (B)(6) 2012. No patient injury was reported.